Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noticed the shaft of the unit was severely dented. The dent in the shaft was determined to have occurred during customer repackaging of the device for return and was not present during the use of the device in the procedure. Engineering actuated the device, the first two clips had poor initial clip alignment; however, when the clips fully closed, the alignment was acceptable. The remaining clips fired off properly and met specifications. The unit was disassembled and engineering found an internal component to be dented in the same location as the dent on the shaft. The root cause of clips cutting the tissue may have been the result of user technique. Based on similar incidents, engineering determined this type of scenario could be the result of device dry-firing and/or an attempt to remove the jaws while they are still closed. Per applied medical's instructions for use, "do not attempt to remove closed jaws from the structure or vessel. This could result in damage to the structure or vessel." Clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap nissen- "during the procedure when the clip was fired it cut the tissue in half, this incident happened a second time." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.